Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID 97754, serial#(B)(4), product type recharger. Product ID 37761, product type recharger. Date of event is an approximate with year valid.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and post lumbar laminectomy syndrome. It was reported that patient's recharger would not come on and the screen remained blank even when patient plugged it into the desktop charger. Patient said that green light on desktop charger was not coming on when it was plugged into wall outlet. Patient tried different wall outlet during call and that did not resolve the issue. Patient also reported that the last time patient charged their implant was probably 3 months ago and there was a possibility that device would be in overdischarged. Since recharger was not charge up, there was no way to troubleshoot during the report. No patient symptoms reported. No further complications were reported as a result of this event.